Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recs0218 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recs0218) have been reported from the same facility.

Event description:
It was reported that when the hcp opened the boxes of 5fr dl cases none of them had the ¿cardboard¿ under the flaps, the hcp cut through two of the kit¿s outer bags rendering the kits useless to the facility as it is no longer sterile and they can't be used. This has happened on a total of five units. This report addresses unit three.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the cardboard being omitted from shipping packaging and of subsequent tray damage is inconclusive due to the nature of the returned sample. The product returned for evaluation was one two photographs which appeared to depict shipping boxes for 4fr powermidline catheters. The first photograph depicted an open box with a package tray. The tray within the box appeared unopened and undamaged. The second photograph depicted an opened shipping box with a piece of cardboard visible atop the box contents. While the first photograph does depict a shipping box without cardboard atop the trays, it could not be determined from the supplied photograph when or if the cardboard was removed. Additionally, no tray damage could be discerned. Consequently this complaint is inconclusive at this time. . Results are expected soon. A lot history review (lhr) of recs0218 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recs0218) have been reported from the same facility.

Event description:
It was reported that when the hcp opened the boxes of 5fr dl cases none of them had the ¿cardboard¿ under the flaps, the hcp cut through two of the kit¿s outer bags rendering the kits useless to the facility as it is no longer sterile and they can't be used. This has happened on a total of five units. This report addresses unit three.